Manufacturer narrative:
The evaluation of this failure is based on information provided by the customer.

Event description:
The customer reported that the device was failing the daily operational check.